Event description:
It was reported that during follow up intermittent undersensing was noted on a stored electrocardiogram. The patient received appropriate high voltage therapy. True r waves were proceeded by undersensed r waves with lower amplitudes. Technical services discussed reprogramming the post sensed threshold start and post sensed decay delay. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).